Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred and during fill tubing, insulin was not observed exiting the tubing. Customer changed pump supplies to resolve both issues. Customer's blood glucose was within 54-500 mg/dl.